Event description:
It was reported to philips that the wireless foot switch intermittently not releasing exposure. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the wireless footswitch which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless foot switch intermittently not releasing exposure. Review of system log file showed en_x signal not being active even though the pedal is pressed. To resolve the issue fse replaced the wireless footswitch and returned to philips for further analysis. The analysis confirmed the malfunction of the wireless footswitch and identified battery light does not glow after four hours of charging when switching on due to battery defect. Following the replacement of the wireless footswitch and pictogram sheet, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.